Event description:
It was reported that approximately 7 years and 11 months following the implant of a transcatheter aortic valve, the valve failed due to severe aortic stenosis, a mean gradient of 30 millimeters of mercury (mmhg), leaflet calcification, restricted leaflet mobility, mild central aortic regurgitation. The patient suffered heart failure as a result. Subsequently, a second valve was implanted valve-in-valve. Following the valve-in-valve procedure, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 20 millimeter (mm) balloon due to under-expansion and restricted leaflet motion. Severe mitral regurgitation was also observed prior to the procedure, and it was noted that the severity was unchanged following the conclusion of the valve-in-valve procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.